Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 04-oct-2016, an fse visited the customer to address the reported event. During servicing, fse replaced the pmd-1 and slave 5-6 boards with no improvement. Fse ordered a wash motor to be placed. On 05-oct-2016, fse returned to the site and placed the wash motor but it did not resolve the issue. Fse disassembled, cleaned, and lubricated the wash unit. Then fse took apart the wire harness to the board and motor and found a broken motor wire. Fse soldered the wire back together and checked the wash probe alignments. Daily check was performed and the customer was able to run quality control (qc) with acceptable results. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was a broken washer motor wire.

Event description:
On (B)(6) 2016, a customer reported error 4441 (bf probe home detect failure) with their a1a-2000 analyzer. The wash probe was stuck in the down position and the customer could get it to come back up. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting parathyroid hormone (pth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.